Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A device reset was reportedly observed in the remote report dated (B)(6) 2017.

Event description:
A device reset was reportedly observed in the remote report dated (B)(6) 2017.

Manufacturer narrative:
Corrected (typo mistake: "date received by manufacturer" is 20 april 2017 and not 20 april 2016).

Event description:
A device reset was reportedly observed in the remote report dated (B)(6) 2017.